Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the red impella plug was leaking blood. The medical team consulted abiomed support and it was decided to replace the impella cp device with a new impella cp device. There was no reported patient injury.

Manufacturer narrative:
The investigation for the reported purge leak ¿ pump issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that review of the provided images showed blood leaking from the red pump handle. Evaluation of the returned product confirmed blood in the red pump handle. A pinhole in the catheter was observed. The root cause of the blood in the pump handle was use related. This report is being filed as part of a retrospective review of historical records.